Event description:
It was reported that the drill bit ran idle and then stalled in the attachment during a surgical procedure. The procedure was successfully completed. No adverse consequences were reported.

Manufacturer narrative:
The product subject to this complaint was returned for evaluation. It was confirmed that the drill bit had become stuck in the attachment. On removal of the drill bit, the radiolucent material appeared visually worn which may have led to the issue as reported. Lot number details were not provided to assist further investigation. It was not possible to determine the definitive root cause for the product malfunction.